Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No additional information was available. Related manufacturer reference number: 2017865-2020-03496, 2017865-2020-03497.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The device was tested on the bench using automated testing equipment, and no anomalies were found.